Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. A tandem sales representative reported that on (B)(6) 2025, the patient¿s girlfriend found him unresponsive at home between 1000-1100. The tandem reporter received these details from the outpatient endocrinology clinic and the inpatient endocrinology fellow caring for the patient. According to reports received, the patient was admitted to the hospital with cerebral edema due to prolonged hypoglycemia. He wears a tandem mobi and dexcom g7. His g7 was reading over 300s all night. Once his sleep mode turned off in the morning (while he was still sleeping), his pump gave him 5 auto-bolus over the next few hours according to control iq specifications. When emergency medical services (ems) arrived, his bg was 37 mg/dl, even though his dexcom was reading 309 mg/dl. He has a poor neurologic prognosis. At the time of this report, he had been in the intensive care unit for the past week and a half. At the time the report was made to dexcom, he was intubated and on a ventilator. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the e zone of the parkes error grid (cgm 309 mg/dl; bg meter 37 mg/dl). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 type of investigation- additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data investigation indicates the sensor session was started on (B)(6) 2025 at 03:17 pm and was set to expire on (B)(6) 2025 at 03:17 pm. The sensor failed due to unknown reasons on (B)(6) 2025 at 07:54 am. The user¿s alert settings indicate that most of the alerts were disabled. On (B)(6) 2025, the app delivered high alerts at vibrate only from 01:16 am to 12:11 pm, while the patient¿s estimated glucose values (egvs) were reading between 245 mg/dl and 332 mg/dl. The high, low, urgent low, urgent low soon, sensor error, and signal loss alerts were set to match the phone volume setting. The allegation of an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter is undetermined. The probable cause could not be determined. No additional patient or event information is available.